Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that the patient's left knee was revised. As reported: "pt. Presented with pain and limited range-of-motion due to fibrotic/scar tissue formation. The tibial components were revised in order to address joint-tightness in both the extension and flexion gaps. Altogether, the tibia-baseplate, stem, and corresponding insert were swapped out. The ts cone augment was not removed, it remains in-place. No complaints have been filed against the implants, and no further information is available." The patient was revised from a size 6 triathon baseplate and stem (implanted (B)(6) 2020) with a 6 x 9 mm ts insert (implanted (B)(6) 2020) to a size 5 triathlon baseplate and stem with a 5 x 9 mm ts insert. Spoke to rep: confirmed there are no allegations against the revised liner and that no further information will be released by the hospital or surgeon.